Event description:
A healthcare professional reported that following cataract surgery with intraocular lens (iol) implant procedure, immediately noticed changes on the surface. In almost a whole quadrant, there were irregularities/deposits on the anterior surface, which were colorless, mostly in the mid-peripheral area in a circular pattern, with numerous satellites around it. The lens was left in the eye even though the most central changes just barely touch the visual axis. The patient was very satisfied, vision was good, and the eye was completely calm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photos were returned. Photo review: upon reviewing the appearance of these photographs and referencing the information in the initial report description, along with the complaint lot search findings indicating no other complaints have been reported against the associated intraocular lens (iol) lot, the exact nature of the reported findings shown in these photographs cannot be determined. Further evaluation, requiring additional supporting information and/or materials, is needed to assess the relevance of these photographs to the complaint investigation. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).